Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 498 mg/dl. He experienced a headache and fatigue as a result of this. The customer treated with manual injections. Air bubbles were noted in the reservoir. The customer was assisted in priming out the bubbles and reported that the reservoir was stored at room temperature. The customer also experienced a low blood glucose of 50 mg/dl and treated with juice and food. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.